Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, lead impedance was >2000 ohms in the bipolar configuration. Loss of capture was seen at 7.5 v. Device replacement was scheduled.